Event description:
Upon further review of the event, the patient does not have ph. The record is no longer reportable.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
The consumer reported they received coolsculpting on march 30, 2021 and april 27, 2021 and experienced possible paradoxical adipose hyperplasia.